Manufacturer narrative:
On 2/4/2019, mentor became aware that the implants were not deflated. This medwatch form is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 475cc and experienced bilateral possible deflation and pain on breast implants. Patient was in a car accident which caused bilateral breast pain. As a result, patient underwent bilateral removal and replacement with mentor smooth round moderate profile 475cc saline implants, catalog # 3501680, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018. This is for the left side implant, see manufacturer report number 1645337-2019-08201 for contralateral prosthesis.